Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized. The nurse was unable to confirm if the cause of hospitalization was diabetes related. The customer's parent requested the nurse to get the insulin pump's setting that was requested by the hospital. No further information was provided.